Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator found technical event 231022 and self test failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. No UDI required, device was manufactured before 2015.

Event description:
The following was reported to hamilton medical ag: inspected ventilator found technical event (B)(4) and self test failed. No patient involvement.